Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H10: d4 (expiry date: 12/2026). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately two years post port placement procedure, the patient allegedly experienced burning sensation around the port during infusion and also reported higher resistance upon infusion. It was further reported in the contrast study report showing irregularity in contour of the catheter, and contrast allegedly flowing into the right atrium. Reportedly, the port was removed but was only connected to a portion of the catheter and the remaining of the catheter was removed after consult with ir department. The current status of the patient was unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported fracture, material separation, material integrity, difficult to flush and suction problem, as no objective evidence was provided for review. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately two years post port placement procedure, the patient allegedly experienced burning sensation around the port during infusion and also reported higher resistance upon infusion. And catheter was also ruptured. Port noted to be not functional, not withdrawing, however infusing. It was further reported in the contrast study report showing irregularity in contour of the catheter, and contrast flowing into the right atrium. Reportedly port was removed but was only connected to a portion of the catheter. Remaining of the catheter was removed after consult with ir department. The current status of the patient was unknown.